Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement greater than 125 ohms. Overall shock impedance trend noted a slow climb in measurements. The physician was informed of this out of range measurement and they will likely continue monitoring. This rv lead remains in service. No adverse patient effects were reported.